Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd precisionglide¿ needle ¿there was a white substance on the 18g needle.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: there wasn't a sample or photo available for evaluation at the manufacturing plant. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record was performed on the reported lot number and found zero defects noted during production. Investigation conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.